Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding"), abdominal infection ("abdominal infection") and tooth abscess ("dental problems-dental abscess") in a 36-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) from 2007 to 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse"), rash ("rashes or skinconditions type: rash on hands and feet"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6)2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), tooth abscess (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), mood altered ("hormonal changes describe: general mood changes"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and musculoskeletal pain ("buttocks pain"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal infection, tooth abscess, dyspareunia, abdominal pain lower, procedural pain, mood altered, urinary tract infection, female sexual dysfunction, rash, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight decreased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, headache, vulvovaginal pain, pain in extremity and musculoskeletal pain was resolving and the nausea had resolved. The reporter considered abdominal infection, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, procedural pain, rash, tooth abscess, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain, and weight decreased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiffs symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc FDA codes entry. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pelvic pain made it difficult to stand/ was in pain"), genital haemorrhage ("abnormal bleeding"), abdominal infection ("abdominal infection") and tooth abscess ("dental problems-dental abscess") in a 36-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not undergone essure confirmation test". The patient's concurrent conditions included body mass index normal and uterine fibroids. Concomitant products included medroxyprogesterone (depo provera) from 2007 to 2008, omeprazole (prilosec) from (B)(6) 2016 to (B)(6) 2016, promethazine (phenergan) from (B)(6) 2010 to (B)(6) 2010 and ranitidine hydrochloride (zantac) from (B)(6) 2016 to (B)(6)2016. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse(dyspareunia (painful sexual intercourse)"), rash ("rashes or skinconditions type: rash on hands and feet"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), tooth abscess (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), mood altered ("hormonal changes describe: general mood changes"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain"), musculoskeletal pain ("buttocks pain") and dysstasia ("it was difficult to stand."). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal infection, tooth abscess, dyspareunia, abdominal pain lower, procedural pain, mood altered, urinary tract infection, female sexual dysfunction, rash, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight decreased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, headache, vulvovaginal pain, pain in extremity and musculoskeletal pain was resolving and the nausea had resolved. The reporter considered abdominal infection, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, dysstasia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, procedural pain, rash, tooth abscess, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiffls symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: plaintiff fact sheet received, new reporter, concomitant medication and event was in pain, it was difficult to stand and had not undergone essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("abnormal bleeding"), abdominal infection ("abdominal infection") and tooth abscess ("dental problems-dental abscess") in a 36-year-old female patient who had essure (batch no. 627729) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) from 2007 to 2008. In september 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dyspareunia ("painful intercourse"), rash ("rashes or skinconditions type: rash on hands and feet"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and allergy to metals ("nickel allergy"). On (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/urinary tract,vaginal) type: uti,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), tooth abscess (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), procedural pain ("painful post-operative recovery"), mood altered ("hormonal changes describe: general mood changes"), weight decreased ("weight loss"), vulvovaginal pain ("vaginal pain"), pain in extremity ("leg pain") and musculoskeletal pain ("buttocks pain"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal infection, tooth abscess, dyspareunia, abdominal pain lower, procedural pain, mood altered, urinary tract infection, female sexual dysfunction, rash, migraine, allergy to metals, dysmenorrhoea, vaginal discharge, weight decreased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, headache, vulvovaginal pain, pain in extremity and musculoskeletal pain was resolving and the nausea had resolved. The reporter considered abdominal infection, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, procedural pain, rash, tooth abscess, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiffls symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, patient information, other relevant history, product information, concomitant drug and events- hormonal changes describe: general mood changes, abnormal bleeding (vaginal), menorrhagia, infection (bladder/urinary tract,vaginal) type: uti, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rash on hands and feet, migraines, headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, weight loss, hair loss, vaginal pain, leg pain, buttocks pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal infection ("abdominal infection"), abdominal pain lower ("severe cramping") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a surgical procedure to remove the essure device). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal infection, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal infection, abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain and procedural pain to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms. Since having the surgery, plaintiffs symptoms are mostly resolved. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.